Manufacturer narrative:
The returned valve was patent and passed reflux testing. It was within specs for pressure-flow and preimplantation tests. The ventricular catheter returned with the valve had no noted occlusions or other anomalies. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.

Event description:
It was reported that there was no flow through the valve.